Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abscess under the lifevest equipment. The patient described the area as a draining abscess/ open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics for the abscess. The outcome of the irritation is unknown as follow up attempts were unsuccessful.